Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a motor error during a bolus or basal delivery. The customer's blood glucose was 260 mg/dl. Assisted customer with clearing the alarm. The customer stated that the motor error alarm occurred twice. The customer stated that they used the sensor feature on the insulin pump. Explained to customer that a false motor error alarm may occur by viewing the sensor glucose graph while delivering a bolus. The customer was able to rewind the insulin pump. Advised customer to return the insulin pump for analysis. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
No motor error alarm noted. The insulin pump was unable to prime during prime test due to moisture damage on force sensor. The insulin pump was unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. The motor was tested outside the insulin pump and passed. He insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window, cracked case at display window corners and broken belt clip slot.